Manufacturer narrative:
An event regarding periprosthetic fracture involving an abgii stem was reported. The event was confirmed. Method & results: -device evaluation and results: the reported device was not returned for evaluation. An image was provided. The stem is unremarkable apart from biological debris. -medical records received and evaluation: a review of the event by a clinical consultant noted: the type of fracture was such that the fixation section of the stem was involved and consequently the stem had turned loose as a consequence of the fracture. This requires exchange of the stem where more distally located fractures that do not involve the fixation area of the stem can at times be served by osteosynthesis of the fracture alone using dall-miles cables/plate while leaving the implant in place. Because the stem had to be removed, the associated liner in the cup had to be removed as well. Without such, it is impossible to access the hip joint adequately to perform the required procedure. The main indication to remove the liner system is thus usually for surgical access reasons and not for any suspected pathology in the liner system. This is confirmed by the explant pictures that apart from some minor explantation damage do not show device-related issues on any of the components removed. - in this patient also the cup shell was exchanged, the reasons are not very clear because there is no surgical report to detail this aspect. There was some demarcation between cup and bone in the dome area on the x-ray, which by itself is not very rare, and this may have caused the surgeon to revise the cup as well ¿just to be sure¿ if revision surgery has to be undertaken anyway. There is no evidence for any device-related malfunction in the current information neither would this be plausible given a patient fall as initiating event. There is no information on possible specific patient-related factors to increase risk on ¿falling incidents¿ beyond the high age of 90-years. Body weight was not excessive and plays no role. This pi case is not device-related -device history review: not performed as lot details were not provided. -complaint history review: not performed as lot details were not provided. Conclusions: the exact cause of the event could not be determined based on the information provided. A review by a clinical consultant concluded that this was: a patient-related trauma quite likely through a falling incident caused a pp-fracture requiring revision surgery. Further information such as return of device and operative notes as well as patient history and medical records are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient fractured femur. Replaced with tritanium cup, restoration modular stem and cables

Manufacturer narrative:
Photographs and x-rays were provided for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient fractured femur. Replaced with titanium cup, restoration modular stem and cables.